Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil at the proximal region. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.

Event description:
Patient presented in clinic after experiencing episodes of syncope. Upon investigation, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.